Manufacturer narrative:
A request was made for the product return. However, it was reported that the lead will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this defibrillation lead had dislodged which resulted in a loss of capture. As a result this lead was explanted and new lead was successfully implanted. No adverse patient effects were reported.